Manufacturer narrative:
Concomitant medical products: 4557m-53 lead, implanted: (B)(6) 1994. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a diagnostic reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.